Manufacturer narrative:
On 08-apr-2019 arjo was informed about the event, which occurred on (B)(6) 2019 in (B)(6) medical center in the us. The customer reported that the patient (female weighing 350 ibs) fell from the citadel plus medical bed when the right foot end safety side rail cover (plastic part) detached from the safety side mechanism. There were no injuries or other medical consequences reported. The identified citadel plus bed is the customer-owned product which is serviced internally by the customer. After arjo was informed about the event, the inspection was carried out by arjo representative and the malfunction was confirmed. Based on the information collected, there was no facility staff present when the event took place, the caregiver found the patient sitting on the safety side rail cover next to the bed. It was also indicated that when the nurse left the room, the safety side was in the raised position; however, the facility staff was not sure whether the safety side was fully engaged. The product instructions for use (831.374 rev a) warns: "make sure the locking mechanism is securely engaged when the side rails are raised". When the safety side is not correctly locked, it can release unexpectedly when the patient leans against this component. This scenario could actually appear in the reported case resulting in patient's fall, however without the first level evidence (not being sure if the safety side rail was fully engaged), it could not be clearly confirmed. The safety side rails are an integral part of the citadel plus bed frame. Each of four safety side rails is secured to the bed mechanism by the six screws. The bed's inspection and photographic evidence provided proof that the screws stayed attached to the safety side rail mechanism. The deformity around the slots where the screws were mounted and residuals of the torn-off tape indicated that there had been excessive force applied to the safety side rail cover. As mentioned in the section above, this cover could detach when the patient leaned against the safety side rail causing that the excessive force was applied to the safety side rail cover. It needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate at the manufacturer side to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(4) manufactured on 25 jul 2017) has been reviewed for this specific device and no anomaly was found. This is evidence that the bed met the manufacturer's specification prior to the delivery to (B)(6) medical center. Based on the above-outlined findings, it can be concluded that without some additional force applied to the safety side, it is unlikely that the detachment of this plastic component would occur. The right safety side rail cover detached from the citadel plus bed in the reported case, which implies that the device did not meet the manufacturer's specification. The device was being used for patient care and played a role at the time of the event. The complaint was decided to be reportable due to the safety side rail cover detachment and patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the event, which occurred in (B)(6) medical center in the us. The facility staff reported that the patient fell from the (B)(6) medical bed. The patient did not sustain any injury. This event took place when there was nobody from the facility staff in the patient's room. When the caregiver came in, the patient was sitting next to the bed and the detached safety side panel (plastic part) was next to the patient. It was also determined that the safety side was in the raised position when the caregiver left the room, however, it was not possible to confirm whether the locking mechanism was fully engaged.